Event description:
At about 1 month and half after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the liner, head, screw and cup. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 may 2025. Lot 2417332: (B)(4) items manufactured and released on 01-july-2024. Expiration date: 2029-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721), lot 2339885: 100 items manufactured and released on 22-nov-2023. Expiration date: 2028-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.